Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that during the phaco portion of an intraocular lens (iol) implant procedure, a tear of the capsule occurred at 11:00, therefore an anterior chamber lens was implanted instead. After insertion, it was noted the trailing haptic on this iol was broken. The iol was cut inside the eye in an effort to remove it but a portion of the lens was lost in the posterior segment. Another lens was implanted with the help of a glider (the incision was enlarged) and the primary wound was sealed with three stitches. An anterior vitrectomy was performed during this procedure.

Manufacturer narrative:
(B)(4).